Event description:
Complainant alleged that during routine biomed testing, the device screen intermittently displayed "pace fault 122" and "pace fault 123" messages. There was no pt involvement during the reported malfunction.